Manufacturer narrative:
(B)(4). (B)(6). Stryker became legal manufacturer of this product on (B)(6)2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Revision due to medial pain. Medial talar cyst, and medial osteophytic bone were noted.

Event description:
Revision due to medial pain. Medial talar cyst, and medial osteophytic bone were noted.